Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the proximal end of the right coronary artery. A 4.00x38mm synergy ii drug-eluting stent was advanced fro treatment. However, after reaching the lesion, it was noted that the stent got dislodged from the balloon. The stent was captured with a snare and retrieved from the patient's body. A non-bsc stent was advanced but it also failed. The procedure was not completed due to severe calcification of the lesion. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the proximal end of the right coronary artery. A 4.00x38mm synergy ii drug-eluting stent was advanced fro treatment. However, after reaching the lesion, it was noted that the stent got dislodged from the balloon. The stent was captured with a snare and retrieved from the patient's body. A non-bsc stent was advanced but it also failed. The procedure was not completed due to severe calcification of the lesion. No patient complications were reported and the patient status was stable. Synergy ous mr 4.00 x 38mm stent delivery system was returned for analysis with a dislodged stent. Stent was returned separated from delivery system. Stent was damaged and stretched. The portion of the stent which was not as severely stretched could be seen to be in a crimped formation. A visual and tactile examination of the hypotube found a hypotube kink 285 mm distal from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion revealed inner polymer extrusion damage 23 mm distal from the bi-component bond. A visual and microscopic examination of the tip found no issues. The balloon was reviewed. There was no stent on the balloon. The balloon folds were present. Crimp markings were evident on the balloon wall indicating correct crimping and positioning of the stent prior to the complaint incident. A hardened medium which appeared to be blood was noted inside the balloon. This indicated a leak so a leak test was carries out. When positive pressure was applied using encore inflation device liquid was found to leak from the mid-section of the balloon wall and a tear was noted at this site.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 02:08 pm CT. The report number is being corrected from: 2134265-2018-64497 to: 2134265-2018-63153.